Event description:
Additional information stated the patient was receiving effective therapy. It was noted that the patient's device was reprogrammed once, but the patient was doing well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient had a pocket revision on (B)(6) 2013. The reason for the revision was that the device was not "deep enough." Nothing within the system changed during the revision. Patient outcome was unknown. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID, 3776-45 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3776-45 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3550-39 lot# n337015, implanted: 2012 (B)(6), product type accessory. (B)(4).